Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and there was evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple unexplainable pump reboot events observed in the device¿s black box history. The returned battery cap secured to the pump and maintained an electrical connection. The battery compartment was found to be cracked on the side, extending from the threads to the case seal. Moisture corrosion was found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump.